Manufacturer narrative:
Updated fields - b4, b5, g1 (contact person ¿ mfg site), g3, g6, h2, h3 , h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to confirm the reported issue because the customer solved the problem. The cds power supply replug leakage current detection was completed, and the machine can be used normally. The equipment passed the pre-use inspection. The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.

Event description:
It was reported that during inspection, the cardiosave intra aortic balloon pump (iabp) battery was not charging as it was not plugged tightly. After replugging, the problem was solved.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site full name: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the inspection cardiosave intra aortic balloon pump (iabp) the battery was not charging as it was not plugged tightly. There was no patient involvement and no harm reported.